Event description:
Child had laryngospasm post-op requiring resuscitation pediatric ambubag failed. Second pediatric ambubag failed. Child went into cardiac arrest requiring chest compressions before third ambubag worked correctly. The two failures were same lot number: 106343. Product from breathtech, (B)(6). Product was (B)(4), mfg 03/2013. Child is now on ventilator and being transferred to tertiary care facility.